Event description:
It was reported a spectrum pump had a "door latch problem". The customer further reported "I think it was door not fully latched". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received a evaluation the device. The symptom of "door not fully latched" alarm was reproduced and confirmed through evaluation. Evaluation found the unit does recognize a closed door, however the force required to secure the door was above expected levels and if not applied would cause the pump to go into "door not fully latched" alarms. Further evaluation found pulled threaded inserts from the front case which allowed separation between the front case and mechanical assembly resulting in excessive force to close door. The front case assembly was replaced.